Event description:
A physician reported that patient experienced inflammatory reaction in their eyes after using viscoelastic solution during glaucoma surgery over last few weeks. There was no serious injury reported. Additional information received that there were six patients in which inflammatory reactions were observed and all the six patients experienced formation of pupil membrane with posterior synechia formation and required anterior chamber wash or yttrium aluminum garnet membranectomy to remove the membrane in all the patients. The current condition of the patient was not known.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Complaint lot search report reviewed; there are no other complaints for the reported lot. No other or similar complaints/ae's are reported for this lot. All batches are released according to the required specifications; all testing results were within specification for this batch. No product deviations were reported during manufacturing of this lot that could cause the reported adverse event. No complaint sample was received at the manufacturing site for further investigation. Retention sample testing is not required based on assessment performed. There were no confirmed out-of-specification stability deviations and no unusual trends were observed for the stability results of the stability batches tested during the review period. As no manufacturing related issues were identified and no sample is returned, a conclusive root cause could not be determined. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. All batches are released according to the required specifications. Review of the lot complaint history, product specifications and manufacturing record found no issues which would have contributed to this complaint. Based on analysis performed, no atypical trend is present for the reported lot. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not justified from a technical point of view. No further action is required. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient experienced inflammatory reaction in their eyes after using viscoelastic solution during glaucoma surgery over last few weeks. There was no serious injury reported. Additional information received that there were six patients in which inflammatory reactions were observed and all the six patients experienced pupil membrane with posterior synechia formation and required anterior chamber wash or yttrium aluminum garnet membranectomy to remove the membrane in all the patients. The current condition of the patient was not known.